Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during prime test due to faulty sensor resistor. Motor passed motor test. Unable to perform the no delivery test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, no delivery alarm, and prime/fill anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will be returned for analysis.